Event description:
T was reported that the patient was not getting therapy due to an inoperable ipg. Troubleshooting was attempted, but the ipg would not connect to external devices. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy.